Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited a decrease in shock impedances and fluctuations in pacing impedance and sensing amplitudes. Subsequently, an rv lead perforation was discovered. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in shock impedances and fluctuations in pacing impedance and sensing amplitudes. Subsequently, an rv lead perforation was discovered. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported. Additional information was received that during the revision procedure this lead was explanted and not repositioned.